Event description:
Customer reported receiving an error 3 message when a test strip was inserted in their freestyle freedom meter. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Retain sample testing on the complainant strip lot has indicated an increased number of error 3 messages when these strips are used with freestyle freedom meters. This issue is associated with field correction reported to the district office on 25 apr 2008. The customer's strip lot is unk due to the customer throwing out the test strips.